Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient on an m4841a telemetry device had a vtach event but no audible alarm sounded. The alarm was visually displayed at the central and a recording was spontaneously generated at the time. The customer has indicated this event occurred on (B)(6) 2018. T: there was no harm to the patient as confirmed by the customer; no serious injury event. The device was in use monitoring patients.